Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported black spots were present on 10 dressings. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A review of the last three product monitoring review (pmr) for trends did identify an adverse trend during the most recent pmr for spots on duoderm product. A photo was received and reviewed. A non ¿ conformance has been raised to investigate this issue. The historical complaint data from april 01, 2016 to april 30, 2018 was reviewed as it relates to reports for product 187900. A total of two (2) complaints, including this one, was reported. This issue will continue to be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details has been received.